Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device following a diagnostic procedure performed in 2002. It was reported that the device was used "without problem". The patient was discharged home. The patient returned to the cardiologist's office 2 days after discharge with complaints of groin pain. The site was assessed as red and patchy, but dry. No signs of infection were reported. The patient was readmitted to the hospital 24 days later with a diagnosis of syncopal episode and anemia. Blood cultures were performed and found positive for gram positive cocci. The patient was started on vancomycin, clindamycin and an unknown third antibiotic. A surgeon was consulted. In 2002, the patient went to surgery for evacuation of a hematoma at the groin site. Wound cultures were done and were positive for staphylococcus. Two days later, the patient returned to surgery for repair of a retroperitoneal hematoma and pseudoaneurysm. A superficial femoral artery bypass was performed. The patient's hemoglobin was 7.3 and platelets were transfused. The patient was reported to have been intubated at different times throughout the hospitalization. The patient was discharged home 8 days later. There has been no report of further adverse patient sequelae.